Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebt1802 showed three other similar product complaints from this lot number.

Event description:
It was reported by the facility that the provena line broke off directly below the purple hub connector. They reported that the hub cap was found in the patient's bed. The facility stated that the patient had to return to radiology to have another line placed. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the extension leg was confirmed. One photograph of a d/l powerpicc was provided for investigation. The purple luer adaptor was missing from the extension leg. The red connector was present. A non-bard injection cap was attached to the red connector. Residue was observed on the clamp, extension legs, and d/l tubing just distal to the bifurcation. The notes with the photograph indicated the extension leg on the 4 fr d/l catheter broke at the purple connector and the hub cap was located in patient¿s bed. The date of incident was (B)(6) 2017 and the date of placement was (B)(6) 2017. An internal investigation has been opened to determine the root cause of this event. A lot history review (lhr) of rebt1802 showed three other similar product complaints from this lot number.

Event description:
It was reported by the facility that the provena line broke off directly below the purple hub connector. They reported that the hub cap was found in the patient's bed. The facility stated that the patient had to return to radiology to have another line placed. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the extension leg was confirmed. One photograph of a d/l powerpicc was provided for investigation. The purple luer adaptor was missing from the extension leg. The red connector was present. A non-bard injection cap was attached to the red connector. Residue was observed on the clamp, extension legs, and d/l tubing just distal to the bifurcation. The notes with the photograph indicated the extension leg on the 4 fr d/l catheter broke at the purple connector and the hub cap was located in patient¿s bed. The date of incident was (B)(6) 2017 and the date of placement was (B)(6) 2017. An internal investigation has been opened to determine the root cause of this event. A lot history review (lhr) of rebt1802 showed three other similar product complaints from this lot number.

Event description:
It was reported by the facility that the provena line broke off directly below the purple hub connector. They reported that the hub cap was found in the patient's bed. The facility stated that the patient had to return to radiology to have another line placed. No patient injury reported.